Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. Date of issue is an approximation. The patient¿s mother reported an event several months prior in which there was intermittent audio from the follow application. The patient¿s mother stated that the follow application alerted for a low glucose level, but there was no audio. She noticed that the patient was showing symptoms of hypoglycemia including combative behavior and altered speech. She checked a fingerstick and the value was 78 mg/dl. The mother called emergency medical services (ems) and the patient was taken to the emergency room by ambulance. The patient was provided unspecified treatment by the ER physician and had a computed tomography (CT) scan and blood tests. She was released the same day. It was not specified whether the non-audio low alert occurred before or after the patient became symptomatic. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.